Manufacturer narrative:
Our quality engineer inspected the sample and photograph submitted for evaluation. Your report of a crack in the pink luer adapter was confirmed. The cause may have been a combination of various circumstances; however, manufacturing may have been a contributing factor. One 20g insyte autoguard device was provided for investigation. The sample exhibited evidence of use. A longitudinal crack was identified on the pink luer adapter. While overtightening at the connection may have been a contributing factor, the material typically will not crack. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Event description:
Staff reported that when they were using bd insyte autoguard blood leaked from the hub of the IV catheter. Upon investigation, the catheter hub was cracked causing the leak. IV removed and quarantined with packaging. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient needed to have defective IV removed and a new IV started. No other harm noted. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.